Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor rx drug-eluting coronary stent in to a patient, however, when the relevant device was delivered to the lesion and the balloon was inflated, angiography confirmed that the stent was not on the balloon. It was reported that the stent seems to have slipped off the balloon on removal of the protective sheath. The patient is reported to be fine and no other sequelae were reported. It was reported that no difficulty or resistance was noted at removal of the protective sheath. It was also reported that the relevant device was inspected prior to use, however, the physician did not realize that the stent was not on the balloon of delivery system. Medtronic has received the device and its analysis has been completed. No damage was noted to the hoop and no resistance was felt upon removal. The stylette was kinked 8cm distal to the tapered end. The distal end of the tapered section of the sheath was damaged. The stent was slightly bent at the mid segments which possibly occurred when the stylette was kinked. The condition of the returned stent is consistent with incorrect handling techniques used when removing the protective sheath and the stylette.

Manufacturer narrative:
(B)(4): evaluation results and conclusions: (condition of returned stent is consistent with incorrect techniques used when removing sheath).